Event description:
It was reported that the device becomes too hot. It is unknown if the incident occurred during a surgical procedure, if a backup was available or if there was a delay caused by the device condition. Patient injuries were not reported. No further information. Device part number was not provided.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.